Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the routine device upgrade procedure, the setscrew was blocked. When the physician inserted the wrench, they could not turn it counterclockwise. The physician used another wrench but still could not turn the setscrew. It was not possible to insert the wrench into the setscrew. A pliers was used to break the connector in order to free the lead from the connector block. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and found the device to meet electrical specifications. The returned device had a damaged connector. The returned device indicated a missing grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.